Manufacturer narrative:
Lens was inserted and removed. (B)(6). (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigation requests for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was initially reported that lens came out broken from the injector. Further information was provided and it was learned the lens was in contact with the patient and had to be removed, breaking it into pieces. Surgeon used a very precise and fine surgical devices and normally makes very small incisions. The incision in this case to remove the damage lens was enlarged but due to the small incision done to perform the surgery and a preventive measurement, 1 suture was performed. The patient outcome is satisfactory and no major issues have been reported. Once the lens was removed, it was discarded. No more details on why the lens was damages could be provided. No patient details available.